Event description:
It was reported that the procedure was treating a lesion in the proximal left anterior descending coronary artery. The patient was presented with a stemi. The 3.5x15 xience alpine rx stent delivery system was used and it was thought to have been deployed in the lesion; however, the stent could not be located on angiogram. The stent was then found in the discarded protective sheath and had been dislodged during preparation. The inflation of the delivery system balloon caused a hematoma and the patient was treated with another alpine stent. There was no reported clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions (inspection of stent prior to use). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for dislodged/dislocated stent from this lot. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the reviewed information, no product deficiency was identified.